Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is rec'd, a supplemental MDR will be sent.

Event description:
Report rec'd from the USA stating that the device "can not secure cutter." The device was being used during surgery. There were no pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.